Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ischemic stroke one day post implant on (B)(6) 2025 with symptom of right hemiplegia. A computed tomography (CT) was performed to confirm the stroke which established infract involving the entire middle cerebral artery (mca) territory. There was associated effacement of the sulci and left lateral ventricle, rightward midline shifts of 1cm, mild uncal herniation, and minimal subfalcine line herniation. No hydrocephalus was noted. The patient was started on coumadin (warfarin) but was subtherapeutic. The family requested to withdraw care and the patient passed away. The death was device or therapy related. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.